Event description:
The physician reported that one week after implantation, ventricular capture failure, an increase in the ventricular threshold, and instable impedance measurements were observed. Reportedly, the electrical characteristics were normal during the implant procedure. A re-intervention was performed to correct the issue, and the physician indicated that the leads were properly connected the device. Following re-positioning of the ventricular lead, the physician decided not to re-use the subject device, because of blood deposits associated to the ventricular lead insertion. Another pacemaker was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that one week after implantation, ventricular capture failure, an increase in the ventricular threshold, and instable impedance measurements were observed. Reportedly, the electrical characteristics were normal during the implant procedure. A re-intervention was performed to correct the issue, and the physician indicated that the leads were properly connected the device. Following re-positioning of the ventricular lead, the physician decided not to re-use the subject device, because of blood deposits associated to the ventricular lead insertion. Another pacemaker was subsequently implanted.